Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [facility ni.] (B)(6), do. Office notes. Had major abdominal surgery 2003 and at site of ventral scar has enlarging hernia and wants to get it fixed. Exam: very obvious ventral hernia superior to the umbilicus. Refer her to see dr. (B)(6) for elective ventral hernial repair. (B)(6) 2008: [facility ni]. (B)(6), do. Office notes. Abdominal pain, tenderness at superior aspect of surgical scar with some global midline bulging with leg raising but not with head/should raises, ? Re-tear of abdominal hernia. Will wait to see surgeon for her abdomen and just see what happens to her pain, it¿s getting slightly better. (B)(6) 2008: [facility ni]. (B)(6), do. Office notes. History of celiac disease, smoking pot in high school, started drinking heavily 18 months ago, history of 2 duii¿s, last 5 days ago when she almost hit off duty police officer head on, weight 127 lbs. (B)(6) 2009: [facility ni]. (B)(6), do. Office notes. History: alcoholism, 2 duii¿s, went to in patient treatment center, sober date (B)(6) 2008. Sjogren¿s disease. Surgical history: nissen stomach repair 2001, exploratory intestinal surgery 2005, appendectomy 2005, ventral hernia repair (B)(6) 2007, incisional hernia repair (B)(6) 2009. Weight 129 lbs. Exam: abdomen, tenderness over umbilicus, does have what I think is another umbilical hernia despite recent repair for 2nd time in (B)(6) 2009. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007:[facility ni]. (B)(6). Phone call. States she feels bloated from surgery, as if she is ¿pregnant¿. Advised to try and move around, as sometimes it may take awhile for trapped air to escape. Follow up (B)(6) at 9 am. (B)(6) 2007: [facility ni]. (B)(6) phone call. Note faxed to her ¿ no to work more than 8 hours/day, lift more than 25 pounds until we see her on (B)(6). (B)(6) 2007: (B)(6) office notes. Feeling better now, denies issues, does have pain when moving, sneezing, coughing and occasionally after meals. Still feels fatigued easy. Tolerating 4 hour work schedule, will continue until end of year then increase to 6 hours/day. No fever, no change in bowel habits. Impression and plan: incisional hernia, continue to increase daily activities. (B)(6) 2008: (B)(6) office notes. Post-operative visit, lap ventral hernia repair, activity; went four wheeling 2 weeks ago. Status post lap ventral hernia repair doing well, follow up as needed. (B)(6) 2008::[facility ni]. (B)(6) phone call. Patient has bulge in stomach and has been tender. (B)(6) 2009: (B)(6) progress notes. Incisional hernia repair. Smoking ¿ ½ pack per day. Impression and plan: re-repair ventral hernia, reduce. Implantation of mesh incisional/ventral hernia repair. (B)(6) 2009: (B)(6) md. Office notes. Midline incision clean, dry, intact, minimal tenderness. Doing well. Reiterated need to continue lifting precautions . (B)(6) 2009: (B)(6) office notes. Abdomen midline incision clean, dry, intact, to the right of midline the mesh can be palpated, no evidence of hernia. Advised to be cautious with long term lifting. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿mesh defect trimmed¿ and ¿tear in mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span october 2, 2007 through september 16, 2009 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ on (B)(6) 2007: ventral hernia superior to umbilicus ¿ smoking - on (B)(6) 2007: smokes ½ pack daily ¿ on (B)(6) 2008: started drinking heavily 18 months ago ¿ on (B)(6) 2009: history of alcoholism, sober date on (B)(6) 2008 ¿ umbilical hernia surgical procedures: ¿ on2001: nissen stomach repair ¿ on 2004: bowel resection for intussusception ¿on 2005: exploratory intestinal surgery, appendectomy ¿ on (B)(6) 2007: laparoscopic incisional hernia repair. Adhesions. Implant: gore® dualmesh® biomaterial ¿ on (B)(6) 2009: incisional hernia repair implant preoperative complaints: ¿ on (B)(6) 2007: ¿had major abdominal surgery 2003 and at site of ventral scar has enlarging hernia and wants to get it fixed. Exam: very obvious ventral hernia superior to the umbilicus. Refer for elective ventral hernial repair.¿ ¿ on (B)(6) 2007: ¿hernia. C/o [complaint of] bulge for few years reduces spontaneously in incision. Assessments: incisional hernia. It is her wish to proceed with lap incisional hernia repair.¿ ¿ on (B)(6) 2007: ¿presented with a bulge for a few years that reduces spontaneously in her incision. She had a prior small bowel resection for intussception [sic].¿ implant procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/05294247, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2007. ¿ description of hernia being treated: ¿we began with a 12-mm incision in the right upper quadrant. Using a veress needle a pneumoperitoneum was evacuated and the visiport was then used to gain access into the abdominal cavity. Two working side ports were placed, a 5 mm in the left upper quadrant and a 5 mm in the right lower quadrant. There were very few abdominal adhesions. These were taken down and the defect was noted to be 12 x 8 cm.¿ ¿ implant size and fixation: ¿we then secured a piece of 12 x 16 cm gore-tex dual mesh. Stay sutures were placed at the 4 corners of the dual mesh externally and using a suture passer the gore-tex suture was passed from internally to externally. This secured the mesh in 4 corners on the anterior abdominal wall. At 1-cm intervals along the edge of the mesh, a spiral taker was used to secure the rest of the mesh . The pneumoperitoneum was evacuated. The wound edges were infiltrated with anesthetic. The 12-mm port site in the right upper quadrant fascial defect was closed with a figure-of eight #0 vicryl on a ur-6. The wound edges were closed with 4-0 monocryl.¿ relevant medical information: ¿ on (B)(6) 2007: ¿feeling better now, denies issues, does have pain when moving, sneezing, coughing and occasionally after meals. Still feels fatigued easy. Tolerating 4 hour work schedule, will continue until end of year then increase to 6 hours/day. No fever, no change in bowel habits. Impression and plan: incisional hernia, continue to increase daily activities.¿ ¿ on (B)(6) 2008: ¿post-operative visit, lap ventral hernia repair, activity; went four wheeling 2 weeks ago. Status post lap ventral hernia repair doing well, follow up as needed.¿ ¿ on (B)(6) 2008: ¿patient has bulge in stomach and has been tender.¿ ¿ on (B)(6) 2008: ¿abdominal pain, tenderness at superior aspect of surgical scar with some global midline bulging with leg raising but not with head/should raises, ? Re-tear of abdominal hernia. Will wait to see surgeon for her abdomen and just see what happens to her pain, it¿s getting slightly better. ¿ ¿ on (B)(6) 2008: ¿started drinking heavily 18 months ago, history of 2 duii¿s, last 5 days ago when she almost hit off duty police officer head on.¿ revision preoperative complaints: ¿ on (B)(6) 2009: ¿doing well, over the summer with heavy lifting began to notice a bulge at top part of incision. Becoming more painful. Would like to have it fixed. Exam: abdomen; at superior aspect is a reducible hernia. Assessments: postop incisional hernia.¿ ¿ on (B)(6) 2009: ¿one year status post laparoscopic incisional hernia repair. She was doing some heavy lifting over the summer when she developed a new lump at the uppermost aspect of her previous midline incision. She wishes to have this repaired. ¿ revision procedure: incisional hernia repair. Revision date: (B)(6) 2009. ¿ ¿the superior aspect of her previous midline incision was reincised and extended down through the subcutaneous tissue until the fascia was identified protruding from the fascia superiorly was a small defect with the superior aspect of the old gore mesh . The entire mesh appeared otherwise well incorporated with the exception of 2 tacks that had been torn from the peritoneal lining superiorly allowing some preperitoneal fat to escape through the defect. The defect was trimmed. The contents escaping through the defect were trimmed. The fascia was freed up, and the superior aspect of the mesh which was otherwise well incorporated was resecured to the fascia from the 10 o¿clock position to the 2 o¿clock position. This was then all reinforced superiorly by reapproximating the fascial edges with a running pds . Everything was irrigated and checked for hemostasis. Local anesthetic was injected and a 2-layer wound closure was then fashioned in a standard fashion using 3-0 vicryl and a 4-0 monocryl.¿ ¿ on (B)(6) 2009: ¿incisional hernia repair. Smoking ¿ ½ pack per day . Impression and plan: re-repair ventral hernia, reduce. Implantation of mesh incisional/ventral hernia repair.¿ relevant medical information: ¿ on (B)(6) 2009: ¿midline incision clean, dry, intact, minimal tenderness. Doing well. Reiterated need to continue lifting precautions.¿ ¿ on (B)(6) 2009: ¿abdomen midline incision clean, dry, intact, to the right of midline the mesh can be palpated, no evidence of hernia. Advised to be cautious with long term lifting.¿ ¿ on (B)(6) 2009: ¿exam: abdomen, tenderness over umbilicus, does have what I think is another umbilical hernia despite recent repair for 2nd time in 01/2009.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿mesh defect trimmed¿ and ¿tear in mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2007 to (B)(6) 2009 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ (B)(6) 2007: ventral hernia superior to umbilicus ¿ smoking - (B)(6) 2007: smokes ½ pack daily ¿ (B)(6) 2008: started drinking heavily 18 months ago ¿ (B)(6) 2009: history of alcoholism, sober date (B)(6) 2008 ¿ umbilical hernia surgical procedures: ¿ 2001: nissen stomach repair ¿ 2004: bowel resection for intussusception ¿ 2005: exploratory intestinal surgery, appendectomy ¿ (B)(6) 2007: laparoscopic incisional hernia repair. Adhesions. Implant: gore® dualmesh® biomaterial ¿ (B)(6) 2009: incisional hernia repair implant preoperative complaints: ¿ (B)(6) 2007: ¿had major abdominal surgery 2003 and at site of ventral scar has enlarging hernia and wants to get it fixed. Exam: very obvious ventral hernia superior to the umbilicus. Refer for elective ventral hernial repair.¿ ¿ (B)(6) 2007: ¿hernia. C/o [complaint of] bulge for few years reduces spontaneously in incision. Assessments: incisional hernia. It is her wish to proceed with lap incisional hernia repair.¿ ¿ (B)(6) 2007: ¿presented with a bulge for a few years that reduces spontaneously in her incision. She had a prior small bowel resection for intussception [sic].¿ implant procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/05294247, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2007 ¿ description of hernia being treated: ¿we began with a 12-mm incision in the right upper quadrant. Using a veress needle a pneumoperitoneum was evacuated and the visiport was then used to gain access into the abdominal cavity. Two working side ports were placed, a 5 mm in the left upper quadrant and a 5 mm in the right lower quadrant. There were very few abdominal adhesions. These were taken down and the defect was noted to be 12 x 8 cm.¿ ¿ implant size and fixation: ¿we then secured a piece of 12 x 16 cm gore-tex dual mesh. Stay sutures were placed at the 4 corners of the dual mesh externally and using a suture passer the gore-tex suture was passed from internally to externally. This secured the mesh in 4 corners on the anterior abdominal wall. At 1-cm intervals along the edge of the mesh, a spiral taker was used to secure the rest of the mesh . The pneumoperitoneum was evacuated. The wound edges were infiltrated with anesthetic. The 12-mm port site in the right upper quadrant fascial defect was closed with a figure-of eight #0 vicryl on a ur-6. The wound edges were closed with 4-0 monocryl.¿ relevant medical information: ¿ (B)(6) 2007: ¿feeling better now, denies issues, does have pain when moving, sneezing, coughing and occasionally after meals. Still feels fatigued easy. Tolerating 4 hour work schedule, will continue until end of year then increase to 6 hours/day. No fever, no change in bowel habits. Impression and plan: incisional hernia, continue to increase daily activities.¿ ¿ (B)(6) 2008: ¿post-operative visit, lap ventral hernia repair, activity; went four wheeling 2 weeks ago. Status post lap ventral hernia repair doing well, follow up as needed.¿ ¿ (B)(6) 2008: ¿patient has bulge in stomach and has been tender.¿ ¿ (B)(6) 2008: ¿abdominal pain, tenderness at superior aspect of surgical scar with some global midline bulging with leg raising but not with head/should raises, ? Re-tear of abdominal hernia. Will wait to see surgeon for her abdomen and just see what happens to her pain, it¿s getting slightly better. ¿ ¿ 9/30/08: ¿started drinking heavily 18 months ago, history of 2 duii¿s, last 5 days ago when she almost hit off duty police officer head on.¿ revision preoperative complaints: ¿ (B)(6) 2009: ¿doing well, over the summer with heavy lifting began to notice a bulge at top part of incision. Becoming more painful. Would like to have it fixed. Exam: abdomen; at superior aspect is a reducible hernia. Assessments: postop incisional hernia.¿ ¿ (B)(6) 2009: ¿one year status post laparoscopic incisional hernia repair. She was doing some heavy lifting over the summer when she developed a new lump at the uppermost aspect of her previous midline incision. She wishes to have this repaired. ¿ revision procedure: incisional hernia repair. Revision date: (B)(6) 2009 ¿ ¿the superior aspect of her previous midline incision was reincised and extended down through the subcutaneous tissue until the fascia was identified protruding from the fascia superiorly was a small defect with the superior aspect of the old gore mesh . The entire mesh appeared otherwise well incorporated with the exception of 2 tacks that had been torn from the peritoneal lining superiorly allowing some preperitoneal fat to escape through the defect. The defect was trimmed. The contents escaping through the defect were trimmed. The fascia was freed up, and the superior aspect of the mesh which was otherwise well incorporated was resecured to the fascia from the 10 o¿clock position to the 2 o¿clock position. This was then all reinforced superiorly by reapproximating the fascial edges with a running pds . Everything was irrigated and checked for hemostasis. Local anesthetic was injected and a 2-layer wound closure was then fashioned in a standard fashion using 3-0 vicryl and a 4-0 monocryl.¿ ¿ (B)(6) 2009: ¿incisional hernia repair. Smoking ¿ ½ pack per day . Impression and plan: re-repair ventral hernia, reduce. Implantation of mesh incisional/ventral hernia repair.¿ relevant medical information: ¿ 1/30/09: ¿midline incision clean, dry, intact, minimal tenderness. Doing well. Reiterated need to continue lifting precautions.¿ ¿ (B)(6) 2009: ¿abdomen midline incision clean, dry, intact, to the right of midline the mesh can be palpated, no evidence of hernia. Advised to be cautious with long term lifting.¿ ¿ (B)(6) 2009: ¿exam: abdomen, tenderness over umbilicus, does have what I think is another umbilical hernia despite recent repair for 2nd time in 01/2009.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2004: [missing records: records for ¿bowel resection for intussusception¿ were not provided.] On (B)(6) 2007: office visit. Hpi: hernia. C/o bulge for few years reduces spontaneously in incision. Assessments: incisional hernia. It is her wish to proceed with lap incisional hernia repair. On (B)(6) 2007: operative report. Pre/postop diagnosis: incisional hernia. Operative procedure: laparoscopic incisional hernia repair. Specimens: none. Estimate blood loss: minimal. Drains: none. Findings: a 12 x 8 cm defect from her midline incision, 12 x 16 cm gore-tex dual mesh used for hernia repair. Indications: the patient is a 31-year-old female who presented with a bulge for a few years that reduces spontaneously in her incision. She had a prior small bowel resection for intussuception. Description of procedure: ¿informed consent was obtained. The patient was taken to the operating room where she underwent general anesthesia without complications. The abdomen was prepped and draped in sterile fashion. Sterile compression dressings were placed and she was given ancef 2 grams IV. Ioban dressing was placed after the drapes were laid. We began with a 12-mm incision in the right upper quadrant. Using a veress needle a pneumoperitoneum was evacuated and the visiport was then used to gain access into the abdominal cavity. Two working side ports were placed, a 5 mm in the left upper quadrant and a 5 mm in the right lower quadrant. There were very few abdominal adhesions. These were taken down and the defect was noted to be 12 x 8 cm. We then secured a piece of 12 x 16 cm gore-tex dual mesh. Stay sutures were placed at the 4 corners of the dual mesh externally and using a suture passer the gore-tex suture was passed from internally to externally. This secured the mesh in 4 corners on the anterior abdominal wall. At 1-cm intervals along the edge of the mesh, a spiral taker was used to secure the rest of the mesh. The pneumoperitoneum was evacuated. The wound edges were infiltrated with anesthetic. The 12-mm port site in the right upper quadrant fascial defect was closed with a figure-of eight #0 vicryl on a ur-6. The wound edges were closed with 4-0 monocryl. The patient was then extubated and taken to recovery in satisfactory condition.¿ on (B)(6) 2007: implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: (B)(4). Lot batch code: 05294247. W.l. Gore & associates. [Handwritten]: deficit: 12 x 8. Mesh 16 x 12 goretex dual mesh. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05294247) was implanted during the procedure. On (B)(6) 2009: progress note. Hpi: was doing well, over the summer with heavy lifting began to notice a bulge at top part of incision. Becoming more painful. Would like to have it fixed. Exam: abdomen; at superior aspect is a reducible hernia. Assessments: postop incisional hernia. On (B)(6) 2009: operative report. Pre/postop diagnosis: incisional hernia. Operative procedure: incisional hernia repair. Statement of medical necessity: this is a 32-year-old female who is one year status post laparoscopic incisional hernia repair. She was doing some heavy lifting over the summer when she developed a new lump at the uppermost aspect of her previous midline incision. She wishes to have this repaired. Description of procedure: ¿informed consent was obtained. The patient was taken to the operating room where she underwent general anesthesia without complications. Sequential compression devices were placed, bilateral lower extremities. She was given ancef 2 grams IV perioperatively. The superior aspect of her previous midline incision was reincised and extended down through the subcutaneous tissue until the fascia was identified protruding from the fascia superiorly was a small defect with the superior aspect of the old gore mesh. The entire mesh appeared otherwise well incorporated with the exception of 2 tacks that had been torn from the peritoneal lining superiorly allowing some preperitoneal fat to escape through the defect. The defect was trimmed. The contents escaping through the defect were trimmed. The fascia was freed up, and the superior aspect of the mesh which was otherwise well incorporated was resecured to the fascia from the 10 o¿clock position to the 2 o¿clock position. This was then all reinforced superiorly by reapproximating the fascial edges with a running pds. Everything was irrigated and checked for hemostasis. Local anesthetic was injected and a 2-layer wound closure was then fashioned in a standard fashion using 3-0 vicryl and a 4-0 monocryl. The patient was then extubated and taken to the recovery room in satisfactory condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic intraabdominal hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, tear in mesh, mesh defect trimmed. Additional event specific information was not provided.